Event description:
It was reported that, during the pre-operative setup for a robotic laparoscopic prostatectomy procedure, field service engineer (fse) was contacted by healthcare professionals (hcps) regarding calibration problems on arm cart assembly(aca1-c21tlm0282). The calibration issue was resolved itself after moving the aca1 and recalibrating on a successive attempt. Later, at the end of the procedure, aca1 experienced a non-recoverable error due to too much force. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: b5, d3 (street 1, MFR. Region, country code, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly failed calibration. An error code for 'linked to setup arm joint 4 brake torque failure' was observed. Brake regeneration was performed for the fourth time on the brakes of setup arm joint 4. It had reached one thousand procedures, so the entire arm cart assembly was replaced to resolve the issue. Evaluation of the logs for the arm cart indicated an error code for 'linked to cart monitoring: voltage and current limits - faults' was observed. If the arm cart detects any increase in voltage or current limits, it shuts down as a prevention. The logs also indicated that the arm cart failed calibration due to a failure of the brake torque self test on setup arm joint 4, which triggered an error code for 'linked to setup arm self test failure: setup arm joint 4 friction brake torque test'. The setup arm self test checks that the friction brake engages within the specified time and is able to hold brake torques up to the specified value in order to mitigate unintended motion. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Additionally, the root cause of the voltage error was determined to be an overlap in the tolerance range between the robotic arm / setup arm (rasa) crowbar circuit and cart overvoltage protection circuit. The arm cart assembly is functioning as intended to prevent potential damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the pre-operative setup for a robotic laparoscopic prostatectomy procedure, arm cart assembly 1 had cali bration problems. The calibration issue was resolved after moving the arm cart and recalibrating on a successive attempt. Later, at the end of the procedure, the arm cart experienced a non-recoverable error due to too much force. There was no patient injury.